Event description:
Breast sizers from mentor do not have individual device number or identifier that is specific to each particular sizer for reprocess/ sterilization purposes. This makes it hard to determine how many times a sizer has been reprocessed. As there are several sizers used within one procedure it is unattainable to achieve number of times each sizer has been reprocessed. Currently each sizer comes with a card which is intended for tracking of sterilization/reprocessing. Given the sizers do not have any identifiable or unique identifiers printed/imbedded on them there is no way to tell which card goes with which sizer. This leaves much room for error in the process of tracking the number of times a sizer has been reprocessed/sterilized.